Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a balloon rupture occurred. The lesion was located in the "biliary system". The extractor xl 11.5mm retrieval balloon was advanced, however, at an unspecified time during the procedure, the "balloon popped" on an unspecified inflation at unspecified atms. The device was removed and a different device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "stable."